Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt has moved and needs list of doctors to either get the implant replaced or removed. Agent asked if or when they have seen eos on the patient programmer; pt stated they do not have any of the external equipment anymore. Pt stated they stopped using the therapy probably around 2014 or probably october or november of 2015 because it hurt to use. Pt stated the implant did nothing for them expect cause pain and aggravation. Pt stated they tried different settings but it got worse. Pt stated they thought implant battery lasted 5-10 years but they think they implant battery is irritating them. During the call, pt's service coordinator was on the call and mentioned pt has dexterity issues. The patient was redirected to their healthcare provider to further address removal or replacement.